Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted due to a retrospective review of complaints associated with a remedial action (recall ID number: (B)(6)). Section a2, a3, a4, a5: unknown/ not provided. Section d6a/d6b - not applicable, as this is not an implantable device. Section e1: (B)(6). Section h9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. Device evaluation: product was returned and evaluated. A visual inspection of the returned samples reveal a slight weld gap protrusion. The reported issue is confirmed. Based on investigation results a product malfunction and product deficiency was confirmed. A nonconformance was initiated to address the weld gap protrusion findings. Manufacturing record review: a review of the records related to the device was performed. The records showed the device and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a priming error prior to procedure. Customer replaced with another vrt-ai, and procedure was completed successfully. There was no patient injury. Product was returned for investigation and results confirmed slight weld gap protrusion. No further information provided.